Manufacturer narrative:
B3 date of event is approximate. Year of the event is confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an implantable neurostimulator (ins). The reason for call was patient mentioned that they will have a doctor's visit this (B)(6) and their hcp is requesting that a manufacturer representative (rep) is present during the visit. Patient mentioned that about 4months ago, they noticed they were getting limited relief from the device. Patient were advised to continuously use the device, however, patient mentioned that when they do, the device would pressing on their tailbone and patient is not able to sit. Rep reported that the patient is scheduled for appt (B)(6). Rep reported the cause was unknown. Patient was reprogramed and he was going to see if that helped. Md reported leads were placed fine. Rep provided clarification about patient's mention of ins pressing on the tailbone. Rep stated that the ins is placed correctly. The patient was referring to feeling stim in that area. Patient was programmed. Additional information was received from the patient (pt). Pt reports they had the stimulator removed last wednesday or the 4th of this month because the stimulator wasn't giving the relief they needed and they wanted to return the equipment back. Agent reviewed device donation.